Event description:
The patient experienced withdrawal. Symptoms reported included fever, chills, hot/cold, and spasms. The patient was admitted to the hospital. The last pump refill occurred on (B)(6) 2012 and was reported to be uneventful. There were no pump volume discrepancies and no drug/concentration changes. Pump event logs were normal; no alarms noted. No further device troubleshooting was performed. The patient was prescribed a fentanyl patch. The plan was to discharge the patient from the hospital on (B)(6) 2012. It was later reported the patient experienced a change in therapy effect that occurred 'around the time of refills'. The pump was programmed to deliver fentanyl 6000mcg/ml at 1455.9mcg/day, clonidine 3000mcg/ml at 727 mcg/day, and bupivacaine (marcaine) 35mg/ml at 8.49mg/day. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported that the event was due to suspected 'intermittent catheter occlusion sludge' thought to be at distal end of the catheter; however, the cause was not clear. The patient experienced withdrawal due to intermittent dose interruption. Additional symptoms included diaphoresis, increased pain and hypertension. A catheter dye study was performed and resulted in normal as the catheter was easily aspirated. An MRI (myelo) was performed and results were negative. Multiple dose adjustments were made and episodes of withdrawal were less intense with tapering of the dose. The healthcare provider (hcp) was continuing to manage the patient by dose type, support and mediation, and was considering catheter revision but was not urgent. The patient was reported to be without injury.

Event description:
Additional information received reported the physician was trying to determine if the withdrawals were therapy-related or patient-related. It was also noted the patient had tremors as a withdrawal symptom.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: unk; accessory 8590-1, lot # n126704, implanted: (B)(6) 2008, explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).